Manufacturer narrative:
Initial and final MDR 1892724 - MDR 3003442380-2024-09396 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced two infusion set cannula kinked events. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels were 434 mg/dl at the of event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.